Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was full. A field service engineer received a call from the customer requesting assistance with deleting drive space. The field service engineer sent an email with step-by-step instructions and guided the customer through the process. It was confirmed that 15 gb of space was successfully deleted. The customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a low disk space issue. The customer stated that the user was unable to access patient medications, but user has to manually search patient name and medication in the pyxis. There were no adverse events or injuries reported based on this event.